Event description:
The device rendered a no shock indicated decision for a pt in a shockable ventricular fibrillation.

Manufacturer narrative:
A facility review of the report determined the device was operating properly at the time of the reported event, and teherfore, the pt outcome was not the result of device operation. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional information on this event to FDA.